Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that fluid was inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: it was recently clarified that the photographed sample (previously evaluated) was not the device involved in this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; the device had more than 10% residual fluid in the device. This was observed during patient use. The device was filled with 13.5g piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.